Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
While servicing the ventilator, the manufacturer's service technician reported the ventilator log history indicated there had been an occurrence of a gas supplies lost: safety valve open alarm. There was no such event reported by the customer, and the customer reported there was no patient harm reported. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The service technician was unable to duplicate a loss of both gas supplies. Performance verification testing was completed and all testing passed to operating specifications.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect analyzer for several assays with reaction vessel (rv) lot 69436p100. The customer was sent a replacement lot of rv's and the issue persisted, therefore, a new lot of rv's was sent to the customer. There was no impact to patient management.